Manufacturer narrative:
Final analysis of the (neurostimulator) ((B)(4)) revealed setscrew/backed out too far.

Event description:
It was reported the lead could not be inserted into the header block of the implantable neurostimulator (ins) during implant. Several attempts were made including unscrewing it and using lubricant. The ¿defective¿ ins was switched out and there was no problem from there on. Following the procedure, the patient was receiving effective therapy and was doing well. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received indicated that the lead would not go fully into the neurostimulator. There was no injury reported and patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.